Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed a blood glucose (bg) value of 21mg/dl in their blood glucose trends graph. Tandem technical support reviewed the pump's t: connect logs and found that the customer entered a bg value of 21mg/dl into the bolus menu and right after entered a bg value of 218mg/dl. The customer acknowledged that most likely the incorrect value of 21mg/dl was entered. There was no reported adverse impact to the customer's blood glucose level.